Event description:
It was reported that the patient, had infection of right hip after revision of recalled primary stem. The revision is a one stage revision with another restoration modular cone conical stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the devices were not returned to the manufacturer due to hospital policy. Catalog numbers and lot codes of other devices listed in this report: cat # 502-03-58f, lot # mmhv9x, description: primary tritanium hemi cluster hole cup 58mm; cat # 2030-6530-1, lot # mmk2xx, description: 6.5 cancellous bone screw 30mm; cat # 2030-6525-1, lot # mml46y, description: 6.5 cancellous bone screw 25mm; cat # 2030-6530-1, lot #mmhma5, description: 6.5 cancellous bone screw 30mm; cat # 6276-1-127, lot # 42577201, description: 27mm mod rev hip bdy/blt +10mmcomponent level; 9006-1-127 cat # 6570-0-236, lot #44534001, description: delta v-40 ceramic head 36/+5; cat # 6276-7-017, lot #caxnb20d, description: mod con dist stem 17 x 155 mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation and results. The device was not returned for analysis. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other event for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient, had infection of right hip after revision of recalled primary stem. The revision is a one stage revision with another restoration modular cone conical stem.